Event description:
It was reported that the patient never had therapeutic effect. The patient was implanted with the implantable neurostimulator (ins) for bladder 5 days ago and still hadn¿t had a bowel movement. The patient took the colace their health care provider (hcp) told them to take and it was not doing a thing. The patient had a call in to their hcp, but they hadn¿t gotten a call back yet. The patient thought the hcp turned stimulation on, but they weren¿t sure if it was on. The patient used the programmer and the stimulation was off, set at 2.5v. The patient turned stimulation on and felt stimulation. Stimulation was a little too high, the patient couldn¿t lay down with it on, and it was too much and piercing them. The patient wanted help turning stimulation down. Stimulation was at 2.5v and it was painful so the patient lowered it to 2.4v, where it was now comfortable for the patient. The issue was resolved and the therapy was good until (B)(6) 2015. In (B)(6), the patient had a return of symptoms. On (B)(6) 2015, the patient reported that since last saturday, they were going to the bathroom every 2 hours and could not control it. The patient soaked up a pad if they didn't go right away. At night the patient woke up 2 to 3 times with a soaking pad. The patient did not have a fall, accident, or any trauma. It took a few seconds to get to the settings screen on the patient programmer after pressing the sync button. The patient programmer was working as intended as it was not instantaneous and the programmer had to read the ins settings and synchronize. The patient did not see any warning or informational screens. The antenna needed to be pushed all the way into the antenna jack and it was not pushed all the way in. The patient would call back to discuss how to change programs if their hcp felt it was medically appropriate. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient still had concerns with the device or therapy, but they were working with the physician or manufacturing representative. The patient had an appointment in (B)(6) 2015. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0td32, product type: lead. (B)(4).